Event description:
It was reported that, during the implant procedure, on a pacing system analyzer (psa) test, intermittent undersensing was noted on this pacemaker. Technical services (ts) was consulted and provided reprograming recommendations to decrease the fixed sensitivity. No adverse patient effects were reported. This pacemaker remains in service.